Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient reported that for the past 4-5 weeks they had been going to the bathroom more often and their symptoms were getting worse. The patient added that they could not feel stimulation. The patient wasn't sure if their ins battery was dead, and they could not check the ins battery status or increase stimulation because all of their external equipment was lost in a house fire (which included a handset and communicator). The patient has an appointment with their healthcare provider (hcp) on (B)(6) 2026. A request was sent to the repair department to replace the equipment that was lost in the house fire. On 2026-may-28 the patient called back for help pairing the equipment. The caller was seeing low battery on the communicator. The caller will charge up and call back if needed. The caller will see the hcp the following day. The agent reviewed to bring the equipment so they can put the programming back on. The caller reported that they always had issues finding their implant and their husband had to help them position it. When the caller was mentioning the date their device was implanted, they reported the doctor had to "redo the wiring because the battery died".